Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0012215982); product type: 0195-heart valves; implant date ; explant date medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), via the right femoral artery, a right groin bleeding developed after three failed attempts with non-medtronic closure devices (perclose). The bleeding was described as a hematoma. Manual pressure was held at the access site for two hours. Prior to the valve implant procedure, hemoglobin (hgb) was measured at 14.3 grams per deciliter (gm/dl). Vascular surgery was consulted, and the patient underwent right femoral exploration, resection of the injured right common femoral artery (cfa), and end-to-end repair. Prolonged hospitalization was required, and one unit of blood was transfused. The bleeding was reported to be resolving. Post transfusion hgb was 12.3 gm/dl. Per the physician, the event was not related to the valve or the delivery catheter system (dcs) but was related to the procedure. While hospitalized, worsening left-sided weakness occurred four days following the valve implant procedure. Neurology was consulted, and magnetic resonance imaging (MRI) was obtained. The event was diagnosed as a cerebral vascular accident (cva), and prolonged hospitalization was required. The cva was reported as resolving. Per the physician, the event was not related to the valve or the delivery catheter system (dcs) but was related to the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated/corrected data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that an unspecified intravenous medication was administered for the hematoma. The hematoma resolved 5 days following onset.

Event description:
Additional information received indicated that the MRI that was performed five days following the implant of the valve confirmed the cva. One day following onset, the cva resolved with sequelae.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.